Manufacturer narrative:
Attempts to acquire the required pt information are ongoing. Co will update this report when it has acquired this information.

Event description:
During transport the unit powered off when being powered by customer's custom 14hr external battery. When the unit was powered back on the function keys did not work, and the display remained in a "frozen" state.